Event description:
Patient filled a prescription on the online website "hubble" and was send a prescription for contacts that were not what his eye doctor had prescribed. The contacts caused a corneal ulcer, central scarring and reduction in vision. Apparently hubble.com has multiple reports against them. The patient was referred to me to manage the severe infection. FDA safety report ID : (B)(4).